Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: during visual inspection of the sample, the needle was bent and the attacment area were noted broken. Also marks appear to be by use of surgical instrument could be observed. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. Further evaluation was performed. A failed suture needle, was submitted for evaluation. The component was identified as product code. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2020. A manufacturing record evaluation was performed for the finished device batch pgh812, xcw840019 and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent gastrectomy on (B)(6) 2020 and suture was used. During a total gastrectomy, when passing the needle through a tool or tissue, the needle was broken at the swage part. The tool through which the affected needle was passed was probably forceps used for purse string suturing and the needle was possibly broken when it passed through the forceps. No pieces of the device were left inside the patient. There were no adverse consequences to the patient.